Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD), for normal battery depletion, the physician noted a fracture on the large patch lead (0041), the lead (0041) was capped. Electively the entire lead system was also capped at this time, a new system was implanted.